Manufacturer narrative:
Follow-up #1 date of submission 04/04/2014-product analysis: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint could not be duplicated with investigation. A review of the pump¿s black box and alarm history revealed one related call service alarm. The pump successfully completed a prime sequence and 24-hour exercise test without issue. No damage or defect to the pump¿s internal components was observed. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, it was reported the pump emitted a call service alarm. It was reported the pump history indicated 4 call service alarms in the 5 days prior to the date of complaint. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue remained unresolved after troubleshooting.